Manufacturer narrative:
Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2009. 4196 implantable pacing lead: (B)(6) 2009. (B)(4). Device was not returned to manufacturer.

Event description:
It was reported that the patient had an infection. The system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.